Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 10-mar-2016 from and adult female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2010 essure (fallopian tube occlusion insert) was inserted. Consumer had nickel allergy. On an unspecified date the consumer experienced pelvic pain, increase or heavy blood loss during menstruation, incontinence, pain during ovulation, pain during menstruation , abdomen pain / cramps, lower back pain, hands pain, lower body pain, arthralgia, pain radiating legs, increase/decrease of weight, loss of libido, insomnia, mood swings, menopause complaints, excessive sweating, hormonal fluctuations, monthly significant fluid retention, very dry skin, and leg did not work properly. She also reported relation and/or family problems. Consumer visited and doctor. She considered essure removal. Company causality comment: this spontaneous case report received via regulatory authority refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. She was planning to remove the devices. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention will be required for devices removal, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 30-sep-2016: this adverse event report is related to a ptc and the bayer (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 1687 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. She was planning to remove the devices. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention will be required for devices removal, this case is regarded as incident. Other non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained.